Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported an incomplete flap following lasik flap creation. Upon additional follow up it was reported that the surgeon felt there was a small area that was not cut the same as the rest of the flap. He was able to lift the flap in the normal manner but there was an epithelial defect in the same area. A bandaged contact lens was placed. On the one day post operative visit the epithelial defect was still present. The patient is continuing to be monitored by another doctor.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior the treatment. Review of the logfiles for the day of treatment shows no treatment was interrupted, no relevant warning or error messages and further no abnormalities are detectable. Also the energy stayed stable during the day. So no technical problems or deviations could be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. (B)(4).